Event description:
It was reported by dealer that there is a screw, washers, and bushing missing from the reclining back cane. They have had the spree3g wheel chair since september and are just now calling in about it. The chair had a seating system put on, but the dealer says that would not have caused the screw to come out.